Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: the reported event in this complaint states difficulty in removing the trigger wires from the introducer system resulting in superior migration of the stent graft. The complaint product was not returned for inspection. In addition, no images were provided. Based on the description of event, it is not possible to determine the cause of this event. Internal actions has previously been initialed to address difficulties regarding trigger-wires. The complaint product was produced before implementation date of this action and can possibly fall under the scope of this action. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent taa repair. The saccular taa was located at the aorta arch and kept growing 5mm per 6 months. The patient's anatomy was suitable for endovascular repair. The physician advanced the delivery system to the target site and deployed the stent graft just below the left common carotid artery without problem but could not remove the trigger wire. It was too tight to remove even if he applied the strong force. Another doctor tried too but failed, then the physician again tried and succeeded to remove it. However this caused migration of the stent graft to the proximal side and the stent graft covered more than the half of the entry of the left common carotid artery. The physician confirmed the blood flow to the left cca by angiography but performed pta as placing other manufacturer's stent (smart stent: 10mm x 40mm) in the left cca to the aorta arch to ensure the blood flow just in case and completed the procedure. Patient outcome: the patient is doing fine after the procedure.